Manufacturer narrative:
The complaint device was received and evaluated. Visual observations revealed the distal portion of the hex driver is broken off. The broken piece did not come with the device. The distal end of the returned driver is twisted. This failure is consistent with excess torque being applied and over time leads to this failure. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident as related the reported problem, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot of 101 devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during an acl repair that the tip of the customer's milagro advance modular driver broke off inside the screw when inserting the screw into the bone hole. The broken metal tip was left within the screw within the bone hole. The sales rep reported that the screw was implanted securely within the bone and not proud. The surgeon completed the procedure with no patient consequences or delay. The complaint device is being returned for evaluation.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated.

Event description:
The sales rep reported that during an acl repair that the tip of the customer's milagro advance modular driver broke off inside the screw when inserting the screw into the bone hole. The broken metal tip was left within the screw within the bone hole. The sales rep reported that the screw was implanted securely within the bone and not proud. The surgeon completed the procedure with no patient consequences or delay. The complaint device is being returned for evaluation.

Event description:
The sales rep reported that during an acl repair that the tip of the customer's milagro advance modular driver broke off inside the screw when inserting the screw into the bone hole. The broken metal tip was left within the screw within the bone hole. The sales rep reported that the screw was implanted securely within the bone and not proud. The surgeon completed the procedure with no patient consequences or delay. The complaint device is being returned for evaluation.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.